Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported their stimulator didn't work and it had the power on reset (por) message. Patient services reviewed the meaning of the por with the patient and redirected the patient to follow-up with their managing health care provider (hcp) to clear the por and to assess the neurostimulator. The age of the neurostimulator was also discussed with the patient and patient services reviewed with the patient that pors could occur if the neurostimulator was nearing end of life. Patient services also asked the patient if by "didn't work," the patient meant they'd had a symptom return and the patient stated "no," that what they were saying was that they would check it every now and then to make sure it's working because they couldn't feel it, that they've never been able to really feel it and that sometimes if they turned if off and back on then they could feel the stimulation but generally no, they couldn't ever feel it and they didn't know if they were going to the bathroom or not. Patient services explained stimulation expectations with the patient and asked if the patient felt that the therapy had provided them with a 50% or greater reduction in symptoms up until the por and the patient did not confirm they only stated that they were going constantly, even night time when they hadn't been going at night. The patient also stated they had incontinence and that was what they had been implanted for. Patient services asked the patient if this had been since implant and the patient stated no, that these symptoms were recent and patient services confirmed with the patient that these symptoms began right around the time they received the power on reset. The patient stated they would reach out to their managing hcp about this issue. The patient also stated they wanted to also talk with the hcp about updating their leads to the new MRI compatible lead. No further complications were reported at this time.